Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that when they attempted to program a bolus and enter their carbohydrates, the numbers kept ramping without any input from the customer. The insulin pump was exposed to moisture. The insulin pump had several cracks. A crack extended from the reservoir window to the esc button and another crack was on the battery tube lip. Customer's blood glucose level was 9.7 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
No unexpected ramping of numbers noted. The insulin pump had an intermittent button response on the esc button due to moisture damage on keypad traces noted. The insulin pump had a cracked reservoir tube window, cracked battery tube threads noted, cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube and stained end cap sticker.